Event description:
Twenty-five high calcium_2 advia 2400 results were reported to the physician. The samples were repeated and the calcium_2 results were lower. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. The fse replaced the pumps and changed the lamp and rrv cuvettes. The instrument has been repaired. The instrument is performing within specs. No further eval of the device is required.

Event description:
Twenty-five high calcium_2 advia 2400 results were reported to the physician. The samples were repeated and the calcium_2 results were lower. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant calcium_2 results.

Event description:
Twenty-five high calcium_2 advia 2400 results were reported to the physician. The samples were repeated and the calcium_2 results were lower. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant calcium_2 results.

Event description:
Twenty-five high calcium_2 advia 2400 results were reported to the physician. The samples were repeated and the calcium_2 results were lower. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant calcium_2 results.

Event description:
Twenty-five high calcium_2 advia 2400 results were reported to the physician. The samples were repeated and the calcium_2 results were lower. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant calcium_2 results.

Event description:
Twenty-five high calcium_2 advia 2400 results were reported to the physician. The samples were repeated and the calcium_2 results were lower. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant calcium_2 results.

Event description:
Twenty-five high calcium_2 advia 2400 results were reported to the physician. The samples were repeated and the calcium_2 results were lower. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. The fse replaced the pumps and changed the lamp and rrv cuvettes. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.